Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 25 mmol/l at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting and declined for high blood glucose. The customer treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reported that within the past 3 days blood glucose had been rising to 20 mmol/l, 25 mmol/l and 17 mmol/l. Customer changed reservoirs 3 times and infusion sets 8 times. Customer stated that he did a manual injection once, blood glucose went down and when he connected to new set, it went up again. Customer was at the hospital because to have surgery unrelated to high blood glucose. The insulin pump will not be returned for analysis.